Event description:
It was reported that this right ventricular lead was exhibiting loss of capture and no sensing due to suspected perforation. A revision procedure was performed and acceptable measurements were obtained. No additional adverse patient effects were reported.